Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2020 with the following findings: a review of the pump¿s black box and alarm history verified intermittent power loss. During testing, a test battery cap was used for testing. The pump powered on to the verify screen and an intermittent power loss condition was duplicated during the 12 hour duration test. During investigation, internal moisture damage was found on the printed circuit board components. The original complaint of a power issue was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.